Event description:
Consumer complaint of about high blood results. Customer's husband states that she feels well and requires no medical attention. Customer's expected blood results are 175-200 mg/dl fasting. Verified the strips expired 09/30/2016. Customer is unaware when the vial of strips were open. Reviewed meter memory: 400 mg/dl, (B)(6) 2015, 11:24:54 am, fasting: yes; 200 mg/dl; (B)(6) 2015, 08:00:00 am, fasting: no; 234 mg/dl; (B)(6) 2015, 08:00:00 am, fasting: yes; 186 mg/dl; (B)(6) 2015, 07:30:00 am, fasting: yes; 197 mg/dl; (B)(6) 2015, 07:30:00 am, fasting: no. No adverse event reported.

Manufacturer narrative:
Internal report number:(B)(4). Returned meter evaluated with no defect found. Test strips not returned for eval. Most likely underlying root cause of malfunction: user has inaccurate reference.